Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Multiple counting of small cardiac signal contributed to the false detection. The response buttons were not pressed before the treatment. The patient was conscious. The patient did not seek medical attention and continued to use the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no indication of any serious injury. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device MFR date(s) and usage of device: monitor (B)(4) - 07/2009-reuse, electrode belt (B)(4) - 03/2013-reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.